Manufacturer narrative:
Per results of investigation from the failure analysis (fa) lab, when the vela ventilator was powered on in service mode and the event error log was viewed, "xdcr pt801" (transducer) and "vent inop" error events were found. The xdcr calibration was performed per the service manual and the xdcr pt801 failed. The unit was powered on in operating mode with the received settings and the unit immediately failed with xdcr faults. The reported problem was duplicated and also went into "vent inop" status. Findings/root-cause: the reported problem was duplicated and isolated to a bad xdcr pt801. This is a known issue that is being investigated within carefusion.

Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported during maintenance and verifications test procedures, the exhalation flow transducer cannot be calibrated. Transducer (xdcr) fault was displaying during the reported issue. Upon further investigation from the customer, they stated the device was not ventilating and the main printed circuit board (pcb) was found to be the cause of the reported issue. The customer reported this was not on a patient, that it was a back up ventilator in their department, so there is no patient involvement or allegation of harm/injury.